Event description:
Customer's mother reported customer's insulin pump was malfunctioning. Customer was attempting to input the carbohydrates, but the numbers were scrolling up on their own. During the call, customer's mother stated the device started working again. Customer is currently in the hospital due to seizures. No other details were provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.